Event description:
Reporter stated the customer experienced adverse events on (B)(6) 2014 due to the inability to test blood glucose due to an error message. The last time the monitor was successfully used was on (B)(6) 2014. During each event, the customer "crashed" and experienced hypoglycemic symptoms of feeling shaky and cold and sweating. He also had slurred speech. His wife provided treatment of soda on one occasion and juice on the other occasion, and he would not have been capable of self-treatment. The test strips are not stored correctly in the vial after the vial is opened. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.